Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The srt replaced the ps2 cable assembly. The srt also replaced the 12 volt batteries due to them not charging because of the damaged ps2 cable assembly. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the second power supply (ps2) status signal failed due to a wire that was pulled out of the signal connector. There was no patient involvement.